Manufacturer narrative:
Unit received with cracked end cap, case at display window corners and display window. Unit received with minor scratched lcd window.

Event description:
Customer's mother reported her son's insulin pump was broken. The mother stated the insulin pump was slammed in the car door and now the end was missing. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.